Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised for unknown reasons. The prox body was removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, b1, b4, b5, g3, g6, h2, h3, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a failed hip resurfacing surgery which was treated with conversion to total hip. Due to bearing compatibility and acetabular defect the acetabular component was left insitu and an arcos hip stem with ldh dm head was implanted. The stem subsided necessitating its removal and subsequent revision of the femoral side. Attempts have been made and all available information has been provided.